Event description:
A report was received that the patient had blisters around the ipg pocket site accompanied by swelling and soreness. Pain at the ipg pocket site was also reported. The physician believed that the patients blisters were not device related. The patient was prescribed with medication.